Manufacturer narrative:
No gtin number was available since the product catalog and lot are unknown. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
Upon review of the literature article by sila ulus, abdullah yakupoglu, ercan kararslan, civan islak, naci kocer, neuroradiology, june 2012, ¿reversible intracranial parenchymal changes in MRI after mca aneurysm treatment with stent-assisted coiling technique; possible nickel allergy.¿ it was reported that (B)(6) year-old female patient presented with headache and visual disturbances one month post intervention possibly related to an allergic reaction to nickel in the enterprise stent. The target site was an unruptured saccular aneurysm in the middle cerebral artery (mca), described as wide-neck with saccular sizes of 5x4x3.5mm. One codman neurovascular enterprise stent was placed in the upper and one in the lower truncus of the left mca and ten (10) non-codman platinum coils were used for embolization. The procedure was successfully completed without report of problems. One month later, the patient presented with headache and visual changes. MRI revealed multiple lesions most probably corresponding to vascular edema. In the distal arterial segments there were no signs of vasculitis or occlusion. Ms symptoms were ruled out as well. A metallic hypersensitivity reaction was noted although no serum nickel levels were drawn at the time of the event. No specific treatment was given; however, over the next 2 ¿ 3 weeks the symptoms gradually resolved and a control MRI done 2 months post showed almost complete regression of the previously noted lesions. Another MRI at 6 months was noted to be normal. The event resolved without sequelae.

Manufacturer narrative:
Upon review of the literature article by sila ulus, abdullah yakupoglu, ercan kararslan, civan islak, naci kocer, neuroradiology, june 2012, ¿reversible intracranial parenchymal changes in MRI after mca aneurysm treatment with stent-assisted coiling technique; possible nickel allergy.¿ it was reported that a (B)(6) female patient presented with headache and visual disturbances one month post intervention possibly related to an allergic reaction to nickel in the enterprise stent. The target site was an unruptured saccular aneurysm in the middle cerebral artery (mca), described as wide-neck with saccular sizes of 5x4x3.5mm. One codman neurovascular enterprise stent was placed in the upper and one in the lower truncus of the left mca and ten (10) non-codman platinum coils were used for embolization. The procedure was successfully completed without report of problems. One month later, the patient presented with headache and visual changes. MRI revealed multiple lesions most probably corresponding to vascular edema. In the distal arterial segments there were no signs of vasculitis or occlusion. Ms symptoms were ruled out as well. A metallic hypersensitivity reaction was noted although no serum nickel levels were drawn at the time of the event. No specific treatment was given; however, over the next 2 ¿ 3 weeks the symptoms gradually resolved and a control MRI done 2 months post showed almost complete regression of the previously noted lesions. Another MRI at 6 months was noted to be normal. The event resolved without sequelae. There will be no product return for analysis. There is no sterile lot number information available thus no DHR could be performed. Hypersensitivity reaction to the metal content in an implanted stent is a known potential adverse event associated with the stent implantation procedure; while not a common occurrence, it is listed in the IFU.